Event description:
Related manufacturers report number: 3006705815-2019-01193. It was reported the patient's lead had migrated. Patient reported a fall over the winter. Surgical intervention was undertaken on (B)(6) 2019 during which the existing leads were explanted and replaced. Therapy was restored post-surgery.